Manufacturer narrative:
Zyno medical has repaired and tested the device to full specifications on (B)(6) 2017. The pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. Our company records indicate that the last pm performed by zyno medical for this pump was on (B)(6) 2014.

Event description:
The pump was identified with a flow rate accuracy issue during periodic maintenance testing on (B)(6) 2017. The device was found to have a flow rate accuracy of (B)(4). No patient was involved in this case.